Event description:
Pt presented for an elective right total knee arthroplasty, during procedure tip of a right angle clamp broke. Tip was immediately retrieved by provider. No harm to pt. FDA safety report ID# (B)(4).